Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Pump log file evaluation: the problem was not with a clogged set; something in the setup was causing occasional downstream occlusions. It was evident that the downstream pressure was initially low, but then spiked to over 10 psi. This issue is related to the setup, not the manufacturing of the set. Based on the log files evaluation, the possible root cause could be improper handling of the admin set disposable at the customer's facility, which caused a downstream pressure spike of over 10 psi. It is possible that the downstream tubing was being kinked, the customer connected this tubing to another pump, or they were using a third-party downstream filter that was clogged. However, without a sample to be evaluated, the exact root cause cannot be identified. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: won't connect to the interview or allow you to override so staff can start the antibiotics/ had to get a new pump. Several error messages, several times the pumps will error and shut off during an medication administration. A preliminary review identified the following issue: pump stops during infusion. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.